Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Interrogation of the pacemaker revealed a myopotentials over-sensing issue. Programming changes were made to resolve the issue and no patient consequences was reported.

Manufacturer narrative:
The reported event of over-sensing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical, sensitivity and mechanical analysis performed indicated normal functionality and range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. The device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction to section h11 : the narrative was updated with the review of device history record statement. The reported event of over-sensing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical, sensitivity and mechanical analysis performed indicated normal functionality and range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. The device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes the patient's pacemaker was explanted and replaced with leadless pacemakers on (B)(6) 2025. The patient was in stable condition.